Manufacturer narrative:
Vyaire medical file identification: (B)(4). The end user replaced the power pcba as a precaution. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that ltv1200 was experiencing an ln vent alarm. At this time, there is no information regarding patient involvement associated with the reported event.